Event description:
An elevated advia centaur xp digoxin result was obtained for a patient sample and reported to the physician. The patient was admitted to the hospital. Two samples were taken during admission and tested on alternate method. The results were lower. The initial sample was tested with heterophile blocking tubes on the advia centaur xpand the result was elevated. Aliquots of the initial sample were sent to three other laboratories for testing on alternate methods and the results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the elevated digoxin result. The patient was discharged after the two samples taken during admission showed normal results and since the patient was asymptomatic.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2013. On (B)(6) 2013: additional information: siemens has reviewed the list of medications taken by the patient against the instructions for use (IFU). None of the medications from the list were identified in the IFU except for spironolactone. As indicated in the instructions for use in the performance characteristics section, spironolactone was tested and did not have a significant effect on digoxin measurement. The ultrafiltration test would be expected to remove the interference. However, the test would not identify the interferent. The investigation to identify the possible interfering substance in the patient sample will not be pursued.

Manufacturer narrative:
The two samples taken during admission were tested using the ultrafiltration test. The advia centaur xp digoxin result prior to ultrafiltration was 5.7 nmol/l and the result on the ultrafiltrate was 0.46 nmol/l which could indicate that there are either exogenous or endogenous digoxin like immunoreactive substance (dlifs) in the sample. A control sample was also tested before and after ultrafiltration. The advia centaur xp digoxin result before ultrafiltration was 3.6 nmol/l and after ultrafiltration was 2.6 nmol/l. The cause for the elevated advia centaur xp digoxin results when compared to the lower test results from the alternate test methods is possible interference. The patient sample has been requested for further investigation. The calibration and qc was acceptable. The instrument is performing within specification. The IFU states in the limitations section: "digibind drug therapy affects digoxin immunoassay results. Interpret digoxin results from patients who have been administered digibind with caution. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."